Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 22-dec-2017 - device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, a ¿cs069¿ alarm was reproduced at power up. The pump was unable to recover from the ¿cs069¿ after reboot. The ¿cs069¿ failure was defined as a language file corruption while retrieving the language text. The ¿cs069¿ failure was written as a ¿cs087¿ failure in the black box. The error was resident to the flash chip (u39). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.